Event description:
Based upon additional information received on 31-aug-2016, the case initially assessed as non-serious was upgraded to serious since the serious event of more painful after 2 weeks was added with the seriousness criterion of required intervention. This unsolicited case from united states was received on 14-aug-2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and it was more painful after 2 weeks. In 2015, x-ray showed beginning of osteoarthritis. The concomitant drugs were fexofenadine hydrochloride (allegra) for allergy, ranitidine hydrochloride (zantac) for gastroesophageal reflux disease (gerd), metformin hydrochloride (metformin) for borderline diabetes and valsartan for high blood pressure. The patient's past drugs and concurrent conditions were not reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 injection once (lot/batch number and expiration date: not reported) into unspecified location for osteoarthritis. It was reported that the injection of synvisc one should have relieved symptoms within 2 weeks but did not work (device ineffective) and was more painful after two weeks. It was reported that the patient had to go back three weeks later for a cortisone shot instead. The patient did not visit the emergency room for the event and was not admitted to the hospital. Corrective treatment: cortisone. Outcome: not recovered. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention. Additional information was received on 25-aug-2016. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 31-aug-2016 from the patient. The demographics, medical history and concomitant drugs of the patient were added. The serious event of more painful after 2 weeks with the seriousness criterion of required intervention was added with details and the event of it did not work (device ineffective) was updated as the symptom of the event. The start date, dose and frequency of the suspect product were added. Clinical course updated and text amended accordingly. Follow up was received on 06-sep-2016. No new information was received. Additional information was received on 09-sep-2016. The investigation summary with updated seriousness criteria of the events was received. Text amended accordingly.

Event description:
Based upon additional information received on 31-aug-2016, the case initially assessed as non-serious was upgraded to serious since the serious event of more painful after 2 weeks was added with the seriousness criterion of required intervention. This unsolicited case from united states was received on 14-aug-2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and it was more painful after 2 weeks. In 2015, x-ray showed beginning of osteoarthritis. The concomitant drugs were fexofenadine hydrochloride (allegra) for allergy, ranitidine hydrochloride (zantac) for gastroesophageal reflux disease (gerd), metformin hydrochloride (metformin) for borderline diabetes and valsartan for high blood pressure. The patient's past drugs and concurrent conditions were not reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 injection once (lot/batch number and expiration date: not reported) into unspecified location for osteoarthritis. It was reported that the injection of synvisc one should have relieved symptoms within 2 weeks but did not work (device ineffective) and was more painful after two weeks. It was reported that the patient had to go back three weeks later for a cortisone shot instead. The patient did not visit the emergency room for the event and was not admitted to the hospital. Corrective treatment: cortisone. Outcome: not recovered. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention additional information was received on 25-aug-2016. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 31-aug-2016 from the patient. The demographics, medical history and concomitant drugs of the patient were added. The serious event of more painful after 2 weeks with the seriousness criterion of required intervention was added with details and the event of it did not work (device ineffective) was updated as the symptom of the event. The start date, dose and frequency of the suspect product were added. Clinical course updated and text amended accordingly.